Manufacturer narrative:
(B)(4)

Event description:
According to the reporter: the surgeon did not notice there was an issue until the eea application and noted that the original staple line had misfired earlier in the case. The staples were properly formed on the ends of the staple line, but there were unformed in the center. Two other staple loads were fired with another device. Surgery time extension was reported as 25-30 minutes.